Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4592 lead, implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead apparently fractured. The lead was explanted and not replaced. Following the replacement procedure, the patient complained of a worsening condition, and a transesophageal electrocardiogram (tee) indicated that the patient's tricuspid valve leaflet had been torn during the explant procedure, resulting in severe tricuspid regurgitation and a peri-aortic hematoma. The patient underwent open-heart surgery to treat the tear, which was closed successfully. No further patient complications have been reported as a result of this event.